Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Cts provided pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.